Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. The customer ¿felt funny, nervous¿ and consumed carbohydrates to address the low. However, customer subsequently called their spouse and ¿wasn¿t making sense¿ so their spouse called emergency medical services (ems). Reportedly, the customer regained consciousness while being transported to the hospital by ems. Tandem support reviewed the pump logs and a load fill tubing was initiated just prior to the customer¿s blood glucose lowering. The customer was unable to provide additional information regarding the hospitalization. Customer reverted to an alternate method of insulin delivery.